Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the epump for a proper operation check. Upon triage the main pcb was found to be burnt.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿the customer returned the device for a proper operation check. Upon triage a burnt pcb was found.¿. The unit was triaged and the customer¿s reported condition was confirmed. The potential root causes are the use of an unauthorized power adapter by the user and/or a possibly defective component. A review of the device history record shows that this unit was manufactured in 2013 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.